Manufacturer narrative:
The peritoneal dialysis cycler was not available for the manufacturer to analyze but an investigation of the device labeling, device history and manufacturing records was concluded. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A registered nurse reported a peritoneal dialysis (pd) patient was hospitalized for nausea on (B)(6) 2015. The patient was kept overnight and subsequently discharged on (B)(6) 2015. Following this hospitalization, the patient's family decided to stop treatment. The patient subsequently expired on (B)(6) 2015. Medical records have been requested.